Event description:
Customer reported an unexpected negative reaction when testing a patient sample with capture-r ready screen 3 (crrs 3) on the echo. The patient has a known anti-e.

Manufacturer narrative:
Review of instrument images :crrs3 strip lot r071 exp.2/16/10.in this assay only cell ii is positive for e antigen.0 strip 2 well 2=0 ( donor positive for e antigen) . The review of the image indicates a negative result.crrid strip lot id122 exp. 2/16/10.in this assay only cells 1,3,6 are positive for e antigen cell 1 was nonreactive, cells 3 and 6 reacted. 0 strip 1 well 1=0 ( donor heterozygous for e antigen ). The review of the image is negative3+ strip 1 well 3=80( donor homozygous for e antigen ) the review of the image is moderate to strong positive? Strip 1 well 6=6 ( donor heterozygous for e antigen ) the review of the image is weak positiverepeat testing on the echo (repeat of the crrs3)original sample was used crrs3 strip lot r071 exp. 2/16/10 in this assay only cell ii is positive for e antigen 0 strip 2 well 2=0 ( donor positive for e antigen) the review of the image indicates a neg result.confirmed the reactivity of the e antigen on retention crrid, lot id122, and crrs (3), lot r071, with anti-e.screening assay performed with customer's patient sample using retention crrs (3), lot r071 on in-house echo. Sample was nonreactive with all cells.hemagglutination tube testing performed with customer's patient sample using e+e+, e+e-, and e- cells from panocell-20, lot 51898. Immuadd, lot 357005, was used as potentiator and testing was performed at all temperatures. Sample was nonreactive in all testing.the event appears to be related to the nature of the sample.